Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://dx.doi.org/10.1016/j.injury.2016.05.019. This report will be amended when our investigation is complete.

Event description:
It is reported a patient was revised due to anterior pelvic external fixation infection.

Manufacturer narrative:
No devices or photos were received; therefore, the condition of the components is unknown. The part and lot number is unknown. The device is used for treatment. Compatibility could not be assessed and a product history search could not be conducted as the part and lot numbers are unknown. Single-use, sterilized devices manufactured or distributed by (B)(4) are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.